Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was unable to communicate with the ipg using the charging system. A replacement charging system was sent to the pt. It was reported the ipg was no longer responsive and the physician planned to explant the scs system and replace it with a competitor's system. The lead issue was reported in MFR report: 1627487-2013-11132.